Event description:
A power on reset (por) condition was reported. The pt was unable to adjust stimulation and the "call your doctor" icon was displayed. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).